Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted inguinal hernia bilateral surgical procedure, the force bipolar instrument had the tip bent and was unable to move. The instrument release key (irk) was used but the key did not work, the instrument had to be removed with the trocar. The procedure was continued as planned with no reported injury.